Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedances (sll) measuring 13 ohms when configured in the triad configuration. Subsquently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).